Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 30) occurred during the loading process. Customer reported not to have been following the on screen instructions. Customer successfully loaded the cartridge and insulin delivery was resumed. Customer's blood glucose was reported to be within 54-500 mg/dl.